Event description:
It was reported by the rep that the (3) hp052 were returned for replacement. It was reported that the handpiece had a defective acoustic mount, the second handpiece had a broken electrical connector, and the third handpiece locks out with the lcsc5 device. There was no pt consequence.